Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02619, 02621, 02622.

Event description:
Allegedly primary surgery was performed at (B)(6) 2008. After the surgery, the surgeon found the loosening around the cup when the patient received the routine medical checkup. And the surgeon found like pseudotumor around hip joint by MRI. But the patient didn't have a pain. So revision surgery was performed at (B)(6) 2013. As the observation of diseased site, the portion of cup had became bone in-growth. Head-neck junction changed to black. In the hip joint had a lot of black shattered tissues. Medium activity level.